Manufacturer narrative:
Product ID 8709, lot# j10924r07, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's pump began to leak on (B)(6), which resulted in emergency replacement surgery. The drugs used in the system were dilaudid, bupivacaine, and clonidine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.